Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter became stuck while being delivered through a calcified lesion, which was considered to be due to insufficient pre dilation. The catheter was cut, a wire was inserted, and the device was successfully removed with no fragments remaining in the body. The procedure was completed with another of the same device, and no patient complications were reported.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.